Event description:
Before getting to the target lesion, the stent had explanted itself inside the jl 4 6 french guiding catheter without any manipulation. The dr noticed that there was more friction than normal and pulled the cypher out and saw what had taken place. There was no reported pt injury. A taxus stent was used to complete the procedure.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.